Event description:
It was reported that during a routine device replacement, the new device produced impedances >40,000 ohms. The first time the health care provider (hcp) connected, contact 11 was >40,000 ohms. The extension was removed and reinserted and contacts 0 and 8 were normal, but everything else was >40,000. The hcp made sure the contacts were lined up and tried removing and reinserting the extension again, this time all contacts were >40,000 ohms. The patient also stated there was a "buzzing" sensation near the device. Additional information received on the same day reported that the leads were tested independently, yielding normal results. The hcp made the decision to replace the extensions and the new impedances came out normal. There were no patient symptoms or injuries related to the event. Additional information received on (B)(6) 2012 reported that there were no visible deformations of the extension wires. No additional interventions were required, as the device was functioning normally. The patient was reported as doing well.

Manufacturer narrative:
Product ID, 37642 lot# serial# (B)(4), product type programmer, patient product ID, 37601 lot# serial# (B)(4), implanted: 2012 (B)(6), product type implantable neurostimulator product ID, 37085-40 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type extension product ID, 37085-40 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type extension product ID, 3391s-40 lot# v525595, implanted: 2012 (B)(6), product type lead product ID, 3391s-40 lot# v525595, implanted: 2012 (B)(6), product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the extension, model #37085-40, serial #(B)(4), found that the proximal end was no completely seated in the connector port. There were setscrew impressions on the #1 and #2 connector sleeves. There were no shorts. Analysis of the extension, model #37085-40, serial #(B)(4), found that the proximal end was no completely seated in the connector port. There were setscrew impressions on the #1 and #2 connector sleeves and outer insulation. There were no shorts.

Manufacturer narrative:
(B)(4).